Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a time clock anomaly. The customer stated loss is greater than 4 minutes per month. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement and self tests. Also, programmed with correct time or clock and monitored 14 days. No time or clock anomaly noted during testing. (B)(4).